Event description:
The facility representative reported a colleague infusion pump with a continous alarm. This condition had the potential to interrupt delivery. This event occurred upon power up; however, it is unknown in which care area this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with continuous alarms was confirmed during product evaluation. The root cause of the reported problem was determined to be a disconnected speaker harness. Appropriate action was taken to correct the reported problem by reconnecting the speaker harness. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.